Event description:
It was reported that the entire unit unexpectedly collapsed due to broken frame struts. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.